Event description:
The consumer reported the patient had no therapeutic benefit and was still in pain. It was stated the patient was in a car accident 15 minutes after the surgery. The patient had an appointment scheduled for (B)(6) 2016 with their doctor and manufacturer representative. Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.